Manufacturer narrative:
The investigation determined that multiple, inaccurate vitros phbr quality control results were obtained. Patient samples were not known to have been affected. The investigation could not determine a definitive root cause. However, a vitros tdm performance verifier (pv) control related issue and/or pre-analytical sample mix-up cannot be ruled out as contributing factors to the event. Acceptable within-run precision testing prior to service actions performed would suggest that neither an instrument issue with the vitros 5,1 fs analyzer nor a vitros phbr slide related issue were likely contributing factors to the event.

Event description:
The customer observed multiple, inaccurate vitros phbr quality control results (g1647 results of < 3.0 and < 3.0 g/ml vs. An expected result of 10.73 g/ml; j1649 results of > 80 and > 80 g/ml vs. An expected result of 61.14 g/ml) while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. No patient samples were known to have been affected. There was no allegation of harm to patients as a result of this event. This report is number two of four mdrs for this event. Four 3500a forms are being submitted for this event as four devices were involved. (B)(4).